Event description:
The customer initially reported that the instrument jaw snapped during surgery causing a tear in the pt's dura. Discussion with csp mgr corrects the initial report. The surgeon reported to him that the pt had "very tough/hard" bone and while debriding with the device, the whole upper jaw broke off. The broken piece was retrieved without difficulty. The dura did not tear as a result of this device difficulty, but for a different undisclosed reason. There was no pt injury as a result of this event with the device.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.